Manufacturer narrative:
H.6. Investigation summary: material #: (B)(4) lot/batch #: 3067035 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing sleeve as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing sleeve. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® precisionglide¿ multiple sample needle, the sleeve cover was missing. This event occurred 1 time and no report of adverse or injury.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® precisionglide¿ multiple sample needle, the sleeve cover was missing. This event occurred 1 time and no report of adverse or injury.